Event description:
Pt has had firmness of the breast following breast augmentation. Pt has requested replacement of gel implants with saline-filled implants. On 9/24/93, removal breast implants. Insertion of saline filled implants.